Event description:
During a ptca/stenting treatment procedure, the edge of the wallstent began coming apart. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous right femoral artery. Pre-inflation was performed with a wanda 6/20 mm balloon. There was difficulty in determining the positioning of the wallstent, and the deivce was advanced and removed from the pt twice. It was then noted that the edge of the stent was "coming apart". Additional info regarding this complaint has been requested.